Event description:
We received an allegation of questionable results for multiple patients tested for multiple assays on a cobas e 801 immunoanalyzer. Of the data provided, the result for 1 patient's sample was discrepant when tested for testosterone (testo) assay. Initial result: 19.1 nmol/l. Rerun result: 13.5 nmol/l. The initial result was reported outside of the laboratory and was amended upon repeat testing. The testo reagent lot number was 62093700. The expiration date was not provided.

Manufacturer narrative:
The field service engineer (fse) observed that the issue is related to pre-wash assays only. Checking the pre-wash station revealed that the buffer coil between solenoid valve 33 and solenoid valve 34 was clogged which led to a contaminated pre-wash aspiration and dispension flow path. The fse replaced the prewash nozzles, decontaminated the tubing line, and replaced the measuring cell. The investigation determined that the root cause of the issue was a clogged buffer coil in the pre-wash syringe flow path. He performed an instrument check and the results were within specifications. The service actions resolved the issue.